Event description:
It was reported this right atrial (ra) lead was dislodged. It was also noted that the patient had experience infection. This ra lead was explanted, and the patient was placed on antibiotics. A week later a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.